Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1353 ml during therapy initiated on (B)(6) 2011 at 21:35, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the user performed a manual drain on (B)(4) 2011 at 6:01:30 during cycle 4 with an actual drain of 2358 ml. After the manual drain, the user aborted therapy. The actual drain for cycle 3 drain was 1950 ml on (B)(4) 2011 at 4:43:05. The actual drain volume for cycle 3 and cycle 4 are 1950 ml and 2358 ml which are respectively 130% and 157.2% of the largest prescribed fill volume (lpfv) of 1500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 21:35:34. During night drain cycle three, the patient's ultrafiltration reading was 1353ml, indicating the home patient (hp) drained 1353ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.